Event description:
It was reported on august 9, 1999 that during a dr's visit following a stent placement, the pt was coughing up what appeared to be the covering of a stent placed in april, 1999. This event occurred after the pt rec'd radiation treatment. The pt's condition at this time is described as fine. Only the stent covering was returned for eval. The cover was badly damaged and torn in parallel tears along the length of the middle section. Unable to determine cause as the remainder of the stent remains implanted.